Event description:
The customer observed falsely depressed calcium results generated on an architect c4000 processing module for five patients. The following example was provided by the customer. Initial result = <3.0 mg/dl, repeat results from another analyzer = 9.3 mg/dl. The customer reference range= 8.5 - 10.5 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included, no additional patient information was available.

Event description:
The customer observed falsely depressed calcium results generated on an architect c4000 processing module for five patients. The following example was provided by the customer. Initial result = <3.0 mg/dl, repeat results from another analyzer = 9.3 mg/dl. The customer reference range= 8.5 - 10.5 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Based upon this new information, this complaint is no longer a reportable event and no additional information will be submitted.